Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to a shorted u703 op amp on the distribution node pca. The root cause for the shorted u703 op amp could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
During an investigation of a belt for an unrelated issue, a reportable malfunction was found.